Event description:
It was reported that the external pulse generator would not power on, even using a new and qualified battery. The generator was returned for service. Follow-up was able to determine that there was no patient involvement associated with the event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis was unable to confirm that the generator was unable to power up. Analysis did find that the high rate cover, lower case, battery drawer, two side bail covers and the ring cover were contaminated, the upper case was broken and the ring bent. (B)(4).